Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Inspiratory pressure transducer circuit board has been detected as faulty and its replacement is necessary. Defective pressure transducer printed circuit board may lead to high pressure. The defective part was not available for further analysis. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).